Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition of the device being completely dead was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device had a sticky trigger and it failed the trigger test. During service/repair, it was observed that there was corrosion and an unknown debris on the trigger. It was further determined that there was corrosion on the motor and it had a strong vibration. It was observed that the seals and bearings were worn. It was determined that the issues were consistent with normal wear and improper cleaning. The assignable root cause was determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was completely dead. During in-house engineering evaluation, it was observed that the device had a sticky trigger and it failed the trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.